Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant result on a (B)(6) female patient with gi bleeding and weakness. The patient was admitted on (B)(6) 2017 and discharged on (B)(6) 2017. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). Samples collected and tested on (B)(6) 2017. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/14/2017. Retain product was tested and functioning according to specification. Return product was not available.